Event description:
It was reported that the workstation on the 9600+ system rebooted. It was also noted that the cross arm brake handle is broken. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the workstation power supply and cross arm brake handle. The system was tested, and found to be working as intended and placed back into service.